Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after the user manually powered down the ilet to silence alerts during a low glucose episode, the device would not power back on unless connected to the charger, creating inconvenience when away from a charger; the user relied on cgm app alerts, later consumed glucose tablets, and was advised on disabling ilet cgm alerts to avoid shutdowns. Symptoms included hypoglycemia with a lowest glucose in the 60s for about 15 minutes, without loss of consciousness or other acute effects. Outcomes included no health consequences beyond the transient low and no medical intervention or assistance required. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.